Manufacturer narrative:
G4 - premarket / 510(k): k111295, k162350.

Event description:
It was reported that removal difficulty, balloon burst and markerband detachment occurred requiring additional intervention. Patient was presented with vasculopathy with extensive vessel disease and has renal disease on hemodialysis (fistulas left arm and leg). A 2.0mm x 120mm x 150cm, mr coyote balloon catheter was selected for use. Fistulography was completed on the left arm of the patient. Upon retracting the balloon back into the wire, resistance was met. Consequently, the balloon burst and both the proximal and distal markers "sheared off" in the mid-calf of the left leg. The distal marker was successfully snared and retrieved from the vessel. However, the proximal marker was lodged in a branch of the peroneal artery and retrieval was not attempted as it was not clinically significant. The entire balloon appeared to be present and that no parts of the balloon itself were believed to have been left inside the patient. The patient went to the ward post procedure. The patient was fully recovered and is expected to be discharged.

Manufacturer narrative:
G4 - premarket / 510(k): k111295, k162350. B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that removal difficulty, balloon burst and markerband detachment occurred requiring additional intervention. Patient was presented with vasculopathy with extensive vessel disease and has renal disease on hemodialysis (fistulas left arm and leg). A 2.0mm x 120mm x 150cm, mr coyote balloon catheter was selected for use. Fistulography was completed on the left arm of the patient. Upon retracting the balloon back into the wire, resistance was met. Consequently, the balloon burst and both the proximal and distal markers "sheared off" in the mid-calf of the left leg. The distal marker was successfully snared and retrieved from the vessel. However, the proximal marker was lodged in a branch of the peroneal artery and retrieval was not attempted as it was not clinically significant. The entire balloon appeared to be present and that no parts of the balloon itself were believed to have been left inside the patient. The patient went to the ward post procedure. The patient was fully recovered and is expected to be discharged. It was further reported that the lesion was near occlusive, non-tortuous and severely calcified. The detached proximal marker will not be removed as it was lodged in a small branch of the peroneal artery.